Event description:
It was reported that the ilet pump appeared not to charge beyond 5 percent while connected for over two hours, and review of logs and a user-provided photo indicated the device was placed on the charger in the incorrect orientation with a reported blood glucose of 313 mg/dl related to pump disconnection during the charging period and resultant insulin interruption. During troubleshooting the user removed the cartridge, and the agent guided a full rewind, after which charging proceeded normally. Customer care provided support that included technical review of device logs along with remote troubleshooting. Investigation of this case revealed improper charger alignment and user handling error, which led to ineffective charging and an interruption of insulin delivery, with no device or component malfunction identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device orientation during charging.